Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a locking compression plate broke on an unknown date, it was explanted on (B)(6) 2013, no other information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: it is unknown if/when the device was explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking compression plate broke on an unknown date.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.